Event description:
A report was received that the patient experienced leg weakness after a recent revision procedure. The physician believed that it was not device related and that the removal of the old paddle and the scar tissue caused some issues with the patients nerve in that area and that is what caused the leg weakness. No medication was given to the patient but the patient was admitted to the rehab facility for rehabilitation to regain strength in her legs.